Event description:
It was reported that during a colectomy procedure, the device did not fire correctly. A quarter of the staples were sticking up. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.